Event description:
It was reported that the system had no image on the monitor when the footswitch was pressed. The customer needed to reboot the system during a vascular case to complete the case.

Manufacturer narrative:
System was evaluated by field service engineer. Error logs were evaluated. Field service engineer found that multiple communication nodes were no longer communicating with the system computer. Field service engineer replaced the interconnect cable and system functioned as intended.